Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. No technique, pt info or date of occurrence was provided. Overall hcg false negative trend has been level for the last 12 months. No further investigation will be pursued at this time. This issue will be tracked and trended.

Event description:
Complaint was received in a batch report from the distributor (log #82096) on (B)(6) 2013. No other info was provided. Distributor email alleged that "all test gave false negatives" using the consult diagnostics hcg urine dipstick tests.